Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received low sensor scan results between 60 and 80 mg/dl compared to unspecified readings obtained on a competitor brand device. The customer was experiencing severe symptoms, including extreme thirst, a headache, facial drooping on the left side, and hypertension. An ambulance was called and transported the customer to the hospital; emergency services indicated that the customer was close to having a stroke. Upon arrival at the hospital, a healthcare provider conducted a laboratory glucose test, which revealed a glucose level of 727 mg/dl. The customer was treated with 3 liters of jonosteril and 8 units of homan insulin (exact dosage unknown), administered intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received low sensor scan results between 60 and 80 mg/dl compared to unspecified readings obtained on a competitor brand device. The customer was experiencing severe symptoms, including extreme thirst, a headache, facial drooping on the left side, and hypertension. An ambulance was called and transported the customer to the hospital; emergency services indicated that the customer was close to having a stroke. Upon arrival at the hospital, a healthcare provider conducted a laboratory glucose test, which revealed a glucose level of 727 mg/dl. The customer was treated with 3 liters of jonosteril and 8 units of homan insulin (exact dosage unknown), administered intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (0jkczkp0w) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.